Event description:
Sutures broke during the anastomosis while tying down knots. A portion of the anastomosis had to be re-done. Patient was kept on clamps longer than usual. Surgeon completed the procedure without any patient injury.